Event description:
The customer reported a failure during care of a pt. The users switched to a different defibrillator to deliver therapy. There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.